Event description:
Laboring patient underwent epidural insertion. During placement, the first perifix fx epidural kit, opened by the anesthesiologist, was noted to have the touhy needle with an introducer that was longer than the needle and had an additional piece hanging off of it. The anesthesiologist had concern for potential dislodgement in the patient's back if it was used so a second kit was opened for the new needle. When using the first kit's epidural catheter and connector and the second kit's touhy needle, the anesthesiologist was able to place the epidural successful. However, the provider was unable to inject any medicine into the catheter. The catheter and connector from the second open kit was used on a second attempt, and patient was able to receive pain management through the epidural. However, patient was not completely comfortable.